Manufacturer narrative:
This report will be updated when investigation is complete. Trends will be evaluated.

Event description:
Allegedly patient was revised due to pain; blood work up revealed mom reactivity.